Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had emergency backup battery (ebb) faults. The first time it occurred, it cleared after completing a self-test, but then returned after about one week. Log files captured ebb faults on (B)(6) 2023. The controller was exchanged. It is unknown if exchanging the controller resolved the alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 6 days of data (B)(6) 2023 per the timestamp). The log file captured intermittent backup battery fault alarms from (B)(6) 2023 at 20:22:59 to the last event in the log file (captured on (B)(6) 2023 at 11:23:35) due to the backup battery not passing the load test. The backup battery fault alarm would briefly clear, as additional load tests were performed; however, the backup battery fault alarm would reactive due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to determine if the issue resolved and if the controller would be returned for analysis; however, no response was received the root cause of the reported event conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.